Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Internal complaint number: complaint- (B)(4).

Event description:
A health care provider reported that there was no error code or message was observed before the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate on (B)(6) 2017. It was also reported that a pump error was observed, however it is unknown what the pump error code or message was. The pump was subsequently explanted on (B)(6) 2017. Pump therapy medication was morphine at a dosage of 2.25 mg/day. There were no patient effects reported.